Event description:
High lv (left ventricular) threshold; high adaptive lv (left ventricular) output up to 6v. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).